Event description:
It was reported to philips that the device failed to produce x-rays. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the patient moved to another system for procedure. The philips remote service engineer (rse) checked the device remotely and confirmed that the system did not produce x-rays. The customer mentioned that the system did not start up after several attempts. The fse visited onsite and upon functional testing, the fse analyzed the logs and found errors related to gib and mdy power was not present, and it confirmed that the issue with pdu fan tray and dcps. The defective pdu fan tray and dcps was returned for analysis, and it confirmed that the psu01 power supply unit was defective. To resolve the reported issue, the fse replaced the pdu fan tray and dcps. After replacement of fuse, the system was returned to use in good working order. The codes were updated based on the investigation outcome.